Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had cracked display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.